Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to the charger not being able to charge. The ipg would not communicate with external devices. The patient does not have stimulation and last had stimulation approximately over 2 months ago. As a result, the ipg was replaced. Therapy was restored post-op.